Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the atw35 instrument was fired once into partial jejunum and messentary and oozing occurred with a small hematoma. The device was reloaded and fired into messentary again and much more bleeding and larger hemotomas. A bipolar device was not working, so spot was coagulated with laparoscopic bovie device. About 1-2cm piece of jejunum became ischemic, so resected laparoscopically with a new atw35 with reloads, which fired fine. The pt was eventually converted to an open procedure because of wrong anastomosis, which had to be corrected, unrelated to earlier event with ischemic bowel. Also atw45, tr45w and a atw35 with trw35 were used to complete the case.